Manufacturer narrative:
(B)(4). The sample associated to this report is currently in transit to the manufacturing site for analysis.

Event description:
Customer reported: after five minutes use on a pt at hospital, a nurse confirmed the air leakage from the cuff. The info provided does not confirm if extubation and reintubation of a replacement was required. Covidien is attempting to gather further details surrounding the circumstances of this report.